Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed the internal leakage test during pre-use check. One of the pressure transducer printed circuit board pcb was found faulty and needs to be replaced. The conclusion is that the reported internal leakage test was due to defective pressure transducer printed circuit board pcb. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause for the defective pressure transducer pcb could not be determined.

Event description:
Manufacturer's ref # (B)(4).

Event description:
It was reported that the ventilation failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).